Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was isolated to a defective x700 crystal oscillator on the computer/analog board. The oscillator was not producing any output. The root cause for the defective crystal oscillator could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204.